Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned for evaluation. A visual inspection found the balloon material on the device to be bunched distally. Additionally, the distal tip of the returned sheath was noted to be buckled. Therefore, the investigation is confirmed for sheath-related retraction issues. When the balloon was inflated, the balloon took on an asymmetrical shape. Therefore, the investigation is confirmed for material deformation. The device was then deflated without any issues within the specified time constraints. Therefore, the investigation is unconfirmed for deflation issues as the balloon functioned as intended during functional testing. Per the reported event details, the balloon was partially deflated when the retraction attempt was made through the sheath. The retraction issues were a result of the balloon not being fully deflating prior to being retracted into the introducer sheath. Additionally, the excessive force exerted on the balloon resulted in the stretching noted to the balloon, which was the cause of the identified asymmetrical inflation. However, the definitive root cause for the reported deflation issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the vaccess pta balloon dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy.

Event description:
It was reported that after a successful pta angioplasty procedure in a right arm fistula, the pta balloon allegedly had difficulties deflating after the last inflation. It was further reported that there was difficulty retracting the balloon through the sheath; therefore, the partially deployed pta balloon and introducer sheath were removed as one unit over the guidewire, without incident. Hemostasis was obtained using a purse string suture at the access site of the a-v fistula. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a successful pta angioplasty procedure in a right arm fistula, the pta balloon allegedly had difficulties deflating after the last inflation. It was further reported that there was difficulty retracting the balloon through the sheath; therefore, the partially deployed pta balloon and introducer sheath were removed as one unit over the guidewire, without incident. Hemostasis was obtained using a purse string suture at the access site of the a-v fistula. There was no reported patient injury.